Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- distal fiber breakage, dents on the distal objective frame and edge, with the most probable cause traced to a component failure and debris under the objective cover glass, for which the most probable cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had distal fiber breakage, dents on the distal objective frame and edge, and debris under the objective cover glass. There was no patient involvement.